Manufacturer narrative:
This follow-up is created to document the device return. The final answer remains unchanged.

Manufacturer narrative:
After receiving this complaint, we could not search for other complaint as the lot number is not available. With the lot number of the red valve 6619792, we found the product intermediate is aa641879 lot number 6619792 and entered in the manufacture in the product reference aa64181002 lot number 6863149 for (B)(4) pieces was manufactured in may 2019. The expiry date is may 2024. On may 12th, we didn't receive the announced sample, but the silicone balloon issue is known. The samples are delayed due to the covid-19 situation. The expected sample has not yet been received. Upon receipt, it will be examined, the complaint will be reopened. The balloon burst issue is known and monitored on a monthly basis. Possible root cause is a weakness area in the silicone material of the balloon.

Event description:
According to the available information, the catheter fell off after 1 day indwelling. Balloon burst was found. The lot number of the red valve was provided, 6619792.